Manufacturer narrative:
Internal report reference number: (B)(4) products were not returned for evaluation; during the call products were troubleshooted and wife was satisfied with the meter and indicated that not replacement was necessary. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter note: manufacturer contacted customer in a follow-up call on 2-oct-2020 to ensure the replacement products (test strips and control solution) resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test result with symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling pale, sweaty ad very lethargic. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 139mg/dl non-fasting using true metrix meter. Customer is satisfied with result obtained while troubleshooting and declines replacement. The test strip lot manufacturer¿s expiration date is 02/27/2022 and open vial date is 09/23/2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 21-dec-2020 h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.